Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the loading unit was partially fired and the anvil clamping mechanism was deformed. Functional testing of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. ¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when the surgeon applied the device on the right upper lobe of the lung wedge resection in a laparoscopic right upper lobe lobectomy, the one third of the staples formed properly and the two thirds were not. It was noted that the staple line was incomplete at distal part and the surgeon oversew to resolve the issue and complete the case. This event caused the patient¿s hospitalization to be extended by three days for observation.